Event description:
It was reported that the customer experienced a cgm error 42 with their pump, which persisted even after a pump reset. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer received instructions on how to place their pump into storage mode and was asked to return the faulty pump to tandem within 10 days using a pre-paid label.